Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation on 7 oct 2025 that the complaints are already captured in (B)(4).

Event description:
Supplemental report is being submitted as a cancellation report following the receipt of cancellation confirmation on 7 oct 2025 that the complaints are already captured in (B)(4).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device removal: 3 stents removed endoscopically. Related to 2 ae and 1 other.